Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor used during the reported event was not returned for analysis and no additional data was submitted. Multiple attempts were made to obtain the product were unsuccessful (both under cs-127051 and cs-125973). As a result, the reported event could not be confirmed during the investigation and the root cause of the issue could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (doc. #pl-0280 and #pl-0047) has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Multiple attempts were made to obtain patient information however none was provided. Date of event was estimated. Multiple attempts were made to obtain event date, however none was provided. Serial number of the devices was requested but not provided. Multiple attempts were made unable to get information. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
It was reported a humming noise was heard from the motor. Centrimag gen 2 monitor showed decreasing flow unresponsive to clinician¿s attempt to increase flow. Flow continued to decrease resulting in patient composition. Patient clamped off ECMO and converted to back up motor. Flow resumed without further issue